Manufacturer narrative:
Integra has completed their internal investigation on february 28, 2017. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device; one of the ceramic slice is cracked. The fragment was recovered and returned. The insert was returned with the provided protection. DHR review; one complaint related to ceramic slice breakage for this lot (3418/(B)(4) from this costumer). No nonconformity related to this issue for this lot. Complaints history; including this complaint, the complaint rate for product family bipolar insert for the past 12 months is (B)(4) complaints /product uses. This is not a statistically adverse trend. Conclusion: the breakage is probably due to some shocks during reprocessing or a lack of care. The IFU provided with the device recommends :"to ensure proper functioning of dismountable devices and devices with accessories, check the assembly and the functionality of all elements of the device before use." And notices that "delicate instruments should be handled with extreme care to prevent damage."

Event description:
It was reported that during a laparoscopic hysterectomy, the medical staff observed a little piece of ceramic inside the patient's abdomen. The broken part was removed with forceps. The medical staff checked and searched possible other part. The event lead to 30 minutes surgical delay. The procedure was completed with another device. No patient injury.